Event description:
It was reported while using bd extension set pressure rated purple striped pinch clamp the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: I also have a batch of ref me5301 lot 22069551 that would not flush as well. We pull the whole lot after 5 wouldn¿t flush. I have the whole lot here with me and went through 20 of them and 2 would not flush of the 20. I will be sending those back with this shipping label as well. I have about 60 more of me5301 but I don¿t have the time to test them all. 2. Was issue being described noted before, or during use? A. Before use, during priming. 3. Was there any patient involvement? If yes, what is the patient outcome? Is there any adverse event/serious injury? A. No patient involvement. 4. Was the tubing set attached to a patient at the time of the event? A. No. 5. Was there a delay of, or change in, the course of treatment due to the event? A. Slight delay in having to grab another tubing set to prime. <2 minute delay. 6. What type of procedure is being performed? A. Infusion. 7. What medication was used? A. Saline.

Manufacturer narrative:
H6: investigation summary two samples model me5301, lot 22069551 and 22109257 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer for lot 22069551 and excess solvent near the male luer for lot 22109257. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for occlusion between tube-female luer and tube-spin lock maybe related to excess solvent application due to problems with the dispensers used within the operations that address the steps involved. The failure mode was addressed under the hmo-cef-23017 procedure and approved on august 17th, 2023, where the mdgn dispenser will be replaced by medical dispenser to avoid solvent application issues. A device history record review for model me5301 lot number 22069551 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me5301 lot number 22109257 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported while using bd extension set pressure rated purple striped pinch clamp the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: I also have a batch of ref (B)(4) lot 22069551 that would not flush as well. We pull the whole lot after 5 wouldn¿t flush. I have the whole lot here with me and went through 20 of them and 2 would not flush of the 20. I will be sending those back with this shipping label as well. I have about 60 more of (B)(4) but I don¿t have the time to test them all. 2. Was issue being described noted before, or during use? A.before use, during priming. 3.was there any patient involvement? If yes, what is the patient outcome? Is there any adverse event/serious injury? A. No patient involvement. 4. Was the tubing set attached to a patient at the time of the event? A. No. 5. Was there a delay of, or change in, the course of treatment due to the event? A. Slight delay in having to grab another tubing set to prime. <2 minute delay. 6. What type of procedure is being performed? A. Infusion. 7. What medication was used? A. Saline.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.